Event description:
The customer originally returned their olympus endoeye flex defectable videoscope due to an unspecified image defect noted during a therapeutic procedure. According to the initial reporter, the procedure was completed using a replacement device with no harm to the patient. During the device evaluation, it was discovered that the was presenting an irregular color tone. This report is being submitted to capture the irregular color tone noted during evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, it was discovered that the image was producing an irregular color tone. Additionally, the curved rubber section had surface damage. The ltf system was damage and required repair. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Upon inspection and testing of the returned device, it was observed that the image would be blacked out.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device not displaying an image. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
During the evaluation of the device, found a defective inner video connector board causing the image blackout. However the image color change was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the image noise is likely due to the video connector temporarily short-circuited when connecting to the video system center with water/chemicals adhering to the electrical contacts or, when connecting and disconnecting the video connector while the power of the video system center was on and temporarily overloaded the circuit board. It is also likely that static electricity was produced on the electrical contacts of the video connector. Additionally, as there is no history of video circuit board replacement after september 2018, the electronic components deteriorated over time due to energization stress, thermal stress during normal use and autoclave sterilization. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during an unspecified procedure; when connecting their endoeye flex deflectable videoscope to the otv-s300 using serial digital interface (sdi) and the power was turned on, a noisy image was displayed. The customer also observed overexposure, black edges, and flare reflections. The device was replaced with another scope and the intended procedure was completed. There was no patient harm or injury reported due to the event. The aware date for this devices event is 13jan2022.